Event description:
Concern with mr (magnetic resonance) labeling on cook medical feeding tube. Weighted-tip naso jejunal enteral feeding tube as nothing on label, instructions for use, or otherwise to indicate mr safety profile of device. The weighted tip is metal, patients may require mr scanning while tubes are in place. Images obtained while patients have these devices contain artifacts which are not evident until the patient has already been scanned. Product website: https://www.cookmedical.com/products/ir_mrt_webds/ instructions for use: https://www.cookmedical.com/data/IFU_pdf/t_mrt_rev5.pdf.